Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user's husband reported there are open areas under tape border from when end user remover wafer and skin peels off when it is removed. He is using sting free barrier wipes; desenex and stomahesive powder to crust the areas. Wafer is changed every 2 days. Stoma is flush with indentations and this is longest weartime she has gotten. Product use and skin care instructions provided.